Event description:
During resmed evaluation, an astral device displayed an error message (sf65) related to program data. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a third party service center. Evaluation confirmed the reported complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device displayed an error message (sf65) related to program data. There was no patient involvement.

Manufacturer narrative:
The reported sf65 occurred during upgrade of the device's software while the device was being evaluated. The event is unlikely to cause or contribute to a death or serious injury if the malfunction recurred. (21cfr803 guidance, 4.13.1). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: pr (B)(4).